Event description:
Physician reported rupture. Device has been explanted and replaced. This relates to left-side record.

Manufacturer narrative:
Continued health effect impact code: (B)(4) imaging required a review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture diagnosed by an ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the left-side.

Manufacturer narrative:
"Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
Healthcare professional reported, left-side rupture. Device has been explanted and replaced with a non-allergan device.